Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The mechanical test failed because the rep found that the door was mechanically locked up. A manual door opening was attempted, but too much force was applied and one of the door cable slides came off due to the screws breaking. The rep found that the lower door dingus was engaged when it shouldn¿t have been; this mechanically locked up the door. No amount of cranking on the rotor or winch nuts would have opened the door at that point. This is why cranking on the winch cable caused the screws to break on the door cable slide. After releasing the lower dingus and turning the rotor to the door open position, the rep could see what caused the issue with the dingus: the white plastic rotor gear tracks were misaligned on the lower left part of the door. This caused one set of rollers to come off this track and keep the lower corner of the door open just a little bit, which affected the open action of the dingus. The rep then found that the cause of the misaligned track was that one of the turnbuckle adjusters for the door open/close action was loose and had unscrewed slightly. The rep adjusted the door close turnbuckle for the corner of the door that wasn¿t closing completely. This allowed the door to close and align the rotor tracks. The rep then adjusted the lower dingus for proper operation. Lastly, the rep extracted and replaced the two broken screws for the door slide. The failure from the mechanical test was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to medtronic for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the site was acquiring a scan, there was a loud grinding noise coming from the imaging system. Medtronic imaging was not aborted, and navigation was also not aborted. There was no delay due to this issue, and there was no impact on patient outcome.